Manufacturer narrative:
The actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia cassettes had patient line green caps that were loose and fell off easily. This occurred during set up of automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.